Manufacturer narrative:
Device evaluation details: on 5/8/2019, the device evaluation was completed. The device was visually inspected and the helix was found slightly contorted. A tilt test was performed and the tip was found within manufacture specifications. Then, a deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x-ray machine and the t-bar was found slid down causing the improper deflection condition. Additionally, a scanning electron microscope (sem) testing was and the results showed evidence of mechanical damage, scratches, stress marks and a hole on the pebax surface. It is possible that damage was caused by an unknown object. No other anomalies were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the t-bar slippage cannot be determined, however, an internal corrective action has been opened to investigate the issue of the t-bar sliding down. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab has identified a hole on the pebax of the thermocool® smart touch¿ electrophysiology catheter. It was initially reported by the customer that during an atrial fibrillation (afib) ablation procedure, the catheter could not deflect. A second catheter was used to complete the procedure. There was no patient consequence. The customer¿s reported deflection issue is not MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. On 3/26/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Visual analysis found the helix spring is slightly contorted. This finding is not MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 4/24/2019, a scanning electron microscope (sem) analysis was performed. The sem analysis showed evidence of mechanical damage, scratches, stress marks and a hole on the pebax surface. The finding of ¿hole on the pebax¿ has been reviewed and assessed as an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through sem analysis on 04/24/2019 and has reassessed this complaint as MDR reportable.